Manufacturer narrative:
(B)(4).

Event description:
It was reported when the patient checked into the clinic, increased capture threshold was observed due to lead dislodgement. The lead was repositioned. The patient condition is stable and the patient will continue to be monitored.